Manufacturer narrative:
Report originally submitted with cfn# (B)(4). The correct cfn# is (B)(4).

Event description:
It was reported to philips that the device failed operational testing. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2020. Upon evaluation of the device by an authorized bench technician, it was verified that the unit had experienced a shock equipment failure. Based on the noted issue, it was advised that the failure could be tied to a potentially faulty therapy pca. However, further troubleshooting of the unit found that the output of the capacitor was below product specifications which could also directly cause/contribute to the failure. As a result of the evaluation, it was determined that both the capacitor and therapy pca would need to be replaced to resolve the reported failure. Based on the conclusion of the evaluation, it was determined that the therapy pca and capacitor needed to be replaced to return the device to working condition. Both components were replaced and the device was deemed fit for use. As multiple components were installed to resolve the reported failure, a definitive cause for the failure could not be determined. Following the repair, nibp calibrations were completed for preventative maintenance and the unit was returned to the customer to be placed back into service. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed operational testing. There was no patient involvement.